Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported the death of husband. Caller stated that customer last blood glucose was very high. Caller stated that high blood glucose caused the heart attack per physician. Customer was wearing the insulin pump at the time of death. Nothing further reported.